Manufacturer narrative:
(B)(4). Batch r5825n. Concomitant medical product: ecr60w. Investigation summary the analysis found that one ec60a device was returned with no apparent damage and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a distal gastrectomy procedure,after fired, the knife moved to the distal end, but could not return knife automatically. Used other device to pull the blade to return to the home position, then opened the jaw. There were no adverse consequences to the patient. No additional information can be provided.